Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer address = (B)(6) / postal code = (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the balloon of a 'bakri tamponade balloon catheter' was found to be leaking. The device was placed transabdominally for treatment of postpartum hemorrhage following a cesarean section delivery with an estimated blood loss of 700ml. After placement, the device was inflated with 350ml of water and fluid was noted leaking from the cervix. The user removed the device and found the balloon was leaking. The device was replaced with a new balloon to complete the procedure. The patient lost an additional ~500ml of blood following the device issue; total estimated blood loss was ~1200ml. The patient was transfused with 4 units of red blood cells and 800ml of plasma. The balloon did not come into contact with any metal tools. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation: description of event: it was reported that the balloon of a 'bakri tamponade balloon catheter' was found to be leaking. The device was placed transabdominally for treatment of postpartum hemorrhage following a cesarean section delivery with an estimated blood loss of 700ml. After placement, the device was inflated with 350ml of water and fluid was noted leaking from the cervix. The user removed the device and found the balloon was leaking. The device was replaced with a new balloon to complete the procedure. The patient lost an additional ~500ml of blood following the device issue; total estimated blood loss was ~1200ml. The patient was transfused with 4 units of red blood cells and 800ml of plasma. The balloon did not come into contact with any metal tools. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures, and a visual inspection and functional test of the returned device, were conducted during the investigation. The complain device was returned for evaluation in an open package with label. The balloon was inflated with colored water, and a leak was detected. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU) that is packaged with the device was reviewed for relevant information pertaining to the reported failure mode. Relevant information within IFU includes: "how supplied: [¿] upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.